Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent fracture occurred. The physician implanted a 3.00x12mm taxus express2 drug eluting stent in the left internal mammary artery leading into the left anterior descending (lad). Approximately four year later, the pt presented with angina. Angiography showed that the 3.00x12mm taxus stent was still patent, but appeared to have a fracture in the middle of the stent. The physician decided not to treat the pt further as the stent looked "fine". The pt condition is reported as fine. Further info has been requested, but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.